Event description:
It was reported that at the beginning of the procedure, the device's distal tip was detached from the copper tip and connecting the fiber to the console was impossible. It was noted that the laser connector was broken. The procedure was completed with another fiber. There was no patient complications.

Event description:
It was reported that at the beginning of the procedure, the device's distal tip was detached from the copper tip and connecting the fiber to the console was impossible. It was noted that the laser connector was broken. The procedure was completed with another fiber. There was no patient complications.